Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: dss202003. Event date: un unk 2025. Alert date: 28 jan 2025. Event occurred: country of event: united states, procedure: mis, date of procedure: on (B)(6) 2024, levels treated: l2-l3: no, l3-l4: no, l4-l5: yes, l5-s1: yes, event description: loose cap at s1 right side screw. Additional event details: adverse event term: loose cap at s1 right side screw is this a worsening of an existing event? No, site awareness date: 15 jan 2025, start date: un unk 2025, type of event: local/operative site, severity: mild, is the adverse event serious? No, relationship to study device: probable, relationship to primary study procedure: not related, outcome: recovering/resolving, end date: blank. Did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: no intervention/treatment (mark 'none/observation' or all that apply.) None/observation: yes, diagnostic intervention: no rehabilitation (e.g. Pt/ot): no injected medication: no, aspiration: no, oral/topical medication: no, other non-surgical treatment: no, surgical intervention not for the study spine segment: no surgical intervention for the study spine segment: no.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: event date: 15 jan 2025 alert date: (B)(6) 2025 catalog number and lot/serial number: blank depuy synthes product description: viper prime¿ system if other, specify: blank. Event occurred country of event: united states operative location: lumbar procedure: mis date of procedure: (B)(6) 2024 levels treated: l2-l3:no,l3-l4:no,l4-l5:yes,l5-s1:yes, surgical location: inpatient. Event description device damaged prior to use: yes delivered as unsterile product: no undesired damage or breakage of those materials used in the device construction: no separation of the device from its physical construct, integrity, or chassis: no interconnection between the bone tissue and the implanted device: no packaging problem: no device markings / labelling problem: no component missing: no device fell: no product expiration date labelling incorrect: no used after labelled expiration date: no use error: no device malfunction: yes device malfunction category (mark all that apply.): plate migration: no plate breakage: no plate malposition: no screw breakage: no screw back out: no screw encroachment into adjacent level: no graft breakage: no graft collapse: no graft migration: no graft subsidence: no cage dislodgement: no cage subsidence: no cage loosening: no cage breakage: no cage misplacement: no other malfunction: yes if other, specify: cap loose right side. Additional event details when did the device deficiency happen? : after procedure was the device explanted?: no was the device returned to the sponsor? : no if yes, date returned to sponsor: blank if no, provide explanation: other if other, specify: no intervention required at this time did the device deficiency lead to an adverse event?: yes if yes, specify related ae: #002 ununk2025-loose cap at s1 right side screw if no, could the device deficiency have led to an sae or usade if (I) suitable action had not been taken, (ii) intervention had not been made, or (iii) circumstances had been less fortunate?: no. Updated: or depuy synthes product description: value "blank" has been changed to "viper prime¿ system." Device and procedure (relatedness) device related: possible procedure related: not related.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: a4, a6, b5 corrected: b3. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.